Event description:
Two additional statlab 20 ml 10% neutral buffered formalin specimen transport containers have crack in the lid. One had bone marrow specimen in it, the other was empty and in histo stock area. Lot# 116290.